Event description:
Customer's pod was activated at 10 pm and bg was within normal range. The next morning, at 9:30 am, her bg rose to 353 mg/dl. Customer's mom removed pod and could smell insulin. She thought the cannula had dislodged from customer's skin even though her daughter was wearing an arm band over the pod. The pod was returned for eval.

Manufacturer narrative:
The product was returned for eval and found to be functioning as intended. No malfunction or product defect fond that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab eval, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia, may result." The lot was reviewed and determined to have met all acceptance criteria.